Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the reading on the meter remote is not showing up correctly in the ezcarb menu. The patient reportedly checked their blood glucose level on the meter and it was 209mg/dl. The patient then went to the ezcarb menu on the meter and the blood glucose reading was 154mg/dl. The patient denies changing the blood glucose readings and indicated that this has been happening for the last several days. The patient denies any issues with the pump. This report is being made because the alleged malfunction remained unresolved.

Manufacturer narrative:
(B)(4): review of the meter history revealed no activity outside normal patient use. The meter powered up normally and was successfully paired to a test pump. The meter successfully measured blood glucose (bg). An ez-carb bolus was performed from the meter remote and the meter correctly transferred the bg value to the bolus calculation. The remote meter was evaluated and found to be operating within required specifications. Testing was unable to verify or duplicate the alleged malfunction.

Manufacturer narrative:
The device has not been returned for evaluation. Animas has conducted a review of the device history record and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.